Event description:
The customer reported the device failed to power up via ac power. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported the device failed to power up via ac power. No pt involvement was reported. The device was evaluated by a philips field service engineer. The symptom was verified. The issue was localized to the use of a failed, non philips, ac power cord. The power cord was replaced and the issue was resolved. The device was returned to the customer site after passing all required testing.